Manufacturer narrative:
The affected r3 hole shell was not returned for evaluation. However, photos were provided. The stated failure could not be confirmed with the pictures. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. The device was manufactured in 2015. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that during procedure, the 44 insert could not be implanted so it was changed to a 46 cup. Delay of over 30 minutes reported. No injury reported. Back up available.